Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years post implant of this 32 mm annuloplasty ring in the tricuspid position, it was explanted and replaced with a 33 mm bioprosthetic valve due to tricuspid regurgitation and tethering of the leaflets. No further adverse patient effects were reported.